Event description:
At the beginning of an abdominal hysterectomy, the ligasure impact malfunctioned. The doctor stated the instrument cut and sealed fine but locked and would not come off the tissue. With some manipulation, the doctor got the instrument to release the tissue. No harm to the patient.